Event description:
Reported due to difficult removal. Physician attempted an arteriotomy closure with perclose a-t (closer ak) device after a diagnostic procedure. The arteriotomy site was confirmed in the common femoral artery under fluoroscopy and the vessel condition was reported to be "normal." The device was deployed and the plunger "stuck in the device after plunging in the normal way." The physician forcefully tried to remove the device but failed. Another physician "plunged one more time" with greater force and removed the plunger. The foot was then parked and the device was removed. The pt was reportedly in "good" condition and hosp length of stay was not prolonged.